Event description:
It was reported via repair work order that the scale was fluctuating/inaccurate due to a malfunctioned load cell and scale control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.